Manufacturer narrative:
A product investigation was performed for this device. The root cause of the instability is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 1/30/2025 that a second surgery was performed to adjust the nail and stabilize the fracture. Surgeons comment: "only application of distal screw and compression at fracture site done".